Event description:
A cracked and shattered touchscreen was reported, which rendered the pump's screen unresponsive and illegible, preventing customer interaction. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement under warranty, and the patient used an insulin pen as a backup.